Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder tubing was cut. No serious injury or medical intervention was reported. It was reported that this affected 2000 devices.

Manufacturer narrative:
Correction: describe event or problem: it was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder tubing was cut. No serious injury or medical intervention was reported. It was reported that this affected 2000 devices. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Manufacturer narrative:
Additional information: note that samples were submitted by the customer; however, the courier company had misplaced the samples during transit and therefore, the samples were not received by bd for evaluation. If the samples are located by the courier company and received by bd in the future, this investigation shall be updated.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder tubing was cut. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder tubing was cut. No serious injury or medical intervention was reported.